Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization, the coil unexpectedly detached in the catheter. There was no reported patient injury.

Manufacturer narrative:
The device was stated to be available for evaluation and will not be returning for manufacturer analysis due to being discarded.